Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient stated about a week ago her controller seemed to struggle to charge the ins, stated it was being difficult/taking a long time. Controller went white and wouldn't turn on. Last night while charging, it stopped and displayed system problem rm06. Patient texted the manufacturing rep and was told to reset the controller. Patient was able to start charging with excellent but it took 2 hours to charge to 20%. Patient stated she usually uses the stimulation to help her sleep but she wasn't able to charge/adjust her stimulation last night so she was in pain all night. She changed her program to c and turn stimulation from 7 to 10 but never felt the stimulation. She changed the program back to the one she was using before and increase to 9 but still didn't feel stimulation so she just lowered the stimulation for the time being. She tried charging again and the screen went white again and was unresponsive but the screen said stimulation was on. She reset the controller again so she could turn stimulation off because she was going to drive. Patient confirmed the equipment did not get dropped or wet. No visible damage on the equipment. A replacement controller was sent to the patient. Patient was directed to follow up with health care provider (hcp) if the issue of no stimulation persist.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was issues with the controller. It would no longer charge. A new controller resolved the issue.